Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a history of a driveline infection. Excision and drainage was performed on (B)(6) 2021 and also in (B)(6) 2021 and (B)(6) 2021. The patient experienced chills, erythema, and worsening purulent drainage. The cultures were positive for mycobacterium. The patient completed intravenous antibiotics and is now on by mouth suppressive therapy which will continue.